Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the drill bit tip (entire length of drill tip threads) broke inside of patient during drilling for proximal recon screws for trigen fan nail. The drill bit did not go through the nail but on the side of nail. Unsure if it was due to user error or error in manufacturing. Due to the broken drill bit, only one proximal screw was inserted. As the broken drill bit in patient was in partial way of 6.4 mm drill, the surgeon opted against going further and leaving as is. The procedure was successfully completed, with a change in surgical technique. Part of the device was left in the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.